Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer continuously failed and said not detected on bus. The field service engineer (fse) identified that drawer had failed and used inventory functions to test the drawer. The fse reseated all connections to the controllers and performed validation, restoring proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer failed continuously and device was not detected on bus. User restarted the device and it fixed the issue, but it reoccurred. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.